Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent (ronyx22538ux) was implanted in the lad. One resolute onyx drug eluting stent (ronyx22522ux) was implanted in the cx during a planned staged procedure. On the same day as the staged procedure the patient suffered in-stent coronary artery restenosis treated with revascularization of the lad (cass 13). The patient recovered. The investigator assessed the event as not related to the anti-platelet medication or the device. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the device. Cec adjudicated the revascularization as no event and commented "no change. Staged procedure with plaque shift from ostial lcx and distal left main to ostial lad prompting rescue of lad." Safety commented isr.